Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Customer blood glucose reading was 85 mg/dl. Troubleshooting was performed. Customer was using aaa duracell, advised that the pump will need to be replaced. Customer states the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. Insulin pump will be returning for analysis.